Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the videoscope adhesive around objective lens was peeled. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the adhesive at the objective lens was peeled off due to stress of repeated use, external factors, or handling of the device. However, a root cause could not be identified. The following is included in the instructions for use (IFU): chapter 3 preparation and inspection 3.3 inspection of the endoscope olympus will continue to monitor field performance for this device.